Event description:
A technician reported that a pt who had undergone lasik, came in to the clinic 17 months post lasik, and reported blurry vision. The pt was diagnosed with suspicious steepening of both corneas, more so in the left. This report concerns the right eye. The examination findings were explanted to the pt, and the pt will return to the clinic in three to six months to be observed for progression.

Manufacturer narrative:
=Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).